Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was partly confirmed as the evaluation revealed that per the drawing, the device is a brass/nickel alloy that is chrome plate, so below the chrome plating, the device is actually brass-colored. So due wear and rubbing the original chrome coating dissolves. However on the inside of the pipe there is an undefinable rough surface (see evaluation picture 3 + 4).

Event description:
It was reported that there is rust on valve for inflow. It is inside the pipe and also visible when turning the handle. There was no harm or adverse event for patient, operator or third party reported. No further information received.